Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked. A check clutch/ plunger lever and super cap error was found in pump event history log. Reported problem was unable to be duplicated during occlusion and flow test. The pump had a low profile black panasonic super cap. The root cause of the reported issue was found to be the clutch releasing during an infusion causing the check clutch/plunger lever error. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the device was presenting with super-cap error and not recognizing syringe. No patient injury was reported.